Event description:
A complaint was received from a customer that reported when they based excel off brand reagent their meter would continually display a "lo" (less than 20 mg/dl) and the code number f3. The customer stated that the system would not count down and obviously not provide a result. No result or continual display result of less than 20 mg/dl could result in a serious clinical condition. While on the phone a review of the system was conducted. It was explaned to the customer that bayer does not provide or support the use of an off brand reagent. Electronic checks were attempted but the customer did not have the requisite supplies. These are being provided and follow-up will be made.

Event description:
A complaint was rec'd from a customer that reported when they used excel off brand reagent their meter would continually display a "lo" (less than 20mg/dl) and the code number f3. They stated that the system would not count down and obviously not provide a result. No result or continual display result of less than 20mg/dl could result in a serious clinical condition. While on the phone a review of the system was conducted. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Electronic checks were attempted but the customer did not have the requisite supplies. These are being provided and follow-up will be made.